Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available.

Event description:
It was reported the implant head fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the head. Additionally, there was bone tissue attached due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 333636 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. Report submitted to update expiration date.

Event description:
No further event information is available at the time of this report.